Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: 3093-28, lot# v351368, implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that patient's leads were broken, fractured, or damaged where the electrode was in tissue. Both leads were broken at the distal end and had all 4 contacts in the patient. The health care provider (hcp) was doing lead replacements or revision and was placing 2 new leads on (B)(6) 2015. No symptoms were reported. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that one lead broke on (B)(6) 2015 and the other lead had been broken off prior, sometime in 2012. The manufacturer representative was not at the initial revision and was told that the devices were explanted a few years ago due to weight gain and pocket pain. It was replaced because it was working.